Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. The examination of the returned device identified that cardboard carton and sleeve were damaged and showed box wear from possible handling and transportation; puncher holes were visible, penetrating the blister, and cardboard carrier; the inner pouch was torn where the taperloc had broken through the pouch; the foams have been scuffed, and the blister holed from the distal end of the stem coming into contact with the interior wall of the blister; tyvek lid was intact and sealed onto the taperloc blister. DHR was reviewed and no discrepancies were found. The root cause of the reported event is attributed to packaging damage during transit. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a 45 minute delay due to the malfunction.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant packaging was compromised. A hole was found through both the sterile wrap and the outer packaging. No adverse events have been reported as a result of the malfunction.